Event description:
The system 6 sagittal saw was sent for service and during failure analysis it was noted that the device had run on. There was no patient involvement and no adverse consequences associated with the device.